Event description:
Right nephrostomy tube taken out in surgery, but a piece broke off in the patient. Manufacturer response for snowden-pencer laparoscopic instrument, snowden-pencer (per site reporter). Contact has been made by the surgical response team with the or (operating room).